Manufacturer narrative:
Additional reporter name: (B)(6), physician assistant. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer stated the alarm had occurred when they were manipulating the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative informed the customer that they would proceed with troubleshooting as if it were a femoral insertion. All attempts at correcting the communication of the fiber optic sensor proved unsuccessful. The customer was guided to connect an alternate arterial pressure (ap) source to the console and this was completed without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.